Manufacturer narrative:
Device has not yet been returned for evaluation. The battery mount is one of three components of the non-sterile, reusable polarcath power module system.

Event description:
"Starting smelling a burning smell coming from battery mount. Stopped case and checked battery to find burn markings. Was able to use another battery to complete procedure without further incident. Patient is ok".